Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated potassium (k) results. The customer processed potassium quality control immediately before and after both patient samples were processed and the potassium results were within the lab ranges. A siemens customer service engineer (cse) was dispatched to the account and found no issue with the instrument. The correct potassium result is unknown. Siemens requested additional information from the customer to further investigate the event. The customer did not provide any additional information. No product non-conformance was identified. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on patient plasma samples on the dimension exl instrument. The result was reported to the physician who questioned the result. A new sample from the same patient was processed on the same instrument and a higher result was obtained, reported, and also questioned by the physician. No treatment was given to the patient as the physician did not believe any of the results to be accurate. The patient was sent to an alternate hospital. There are no known reports of adverse health consequences due to the discordant elevated potassium results.